Event description:
Patient went to the or for right superficial femoral angioplasty. After the sheath placed in the artery, we were unable to see the image on left side of the monitor when making an exposure. Another c-arm machine was used, and ge medical systems was called for immediate service. There was no harm to the patient.